Manufacturer narrative:
A good faith effort was made to get the device associated with this complaint back for evaluation, but there is no additional information available as the reported part was scrapped by the customer. Based on the investigation, there is insufficient data available to determine the actual cause of the incident. At a return visit after two days, the wound was found healing nicely. H3 other text : the reported part was scrapped by the customer.

Event description:
The midwife detected a scalp wound on the patient from the electrode. At a return visit after two days, the wound was found to be healing nicely.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Scrapped.

Event description:
The midwife detected a scalp wound on the patient from the electrode. At a return visit after two days, the wound was found to be healing nicely.